Manufacturer narrative:
The customer's address is (B)(6). Investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. Examination of the product involved may provide clarification as to the cause for the reported failure. A device history record review was performed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the needle in the bd nexiva¿ closed IV catheter system was difficult to disengage and had to be forced off. The following information was provided by the initial reporter: "needle was difficult to disengage. Gray pics was stuck to the end of the catheter and had to be forced off."